Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that a 2.5 x 18 mm promus stent was successfully implanted. There was then an attempt to place another promus stent (2.5 x 8 mm) distal to the first; however, when trying to cross with the 2.5 x 8 mm promus, it got hung up, so the stent delivery system (sds) was pulled back into the guiding catheter, and it was noticed that the 2.5 x 8 mm promus stent had come partially off of the balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributed promus in the us, as its brand label of abbott vascular's drug eluting stent.